Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. Lead integrity alert (lia) triggered for high impedance, high rate non-sustained episodes, and oversensing sensing integrity counter (sic). Oversensing appeared to be inhibiting pacing. The lead was pace/sense portion was partially explanted and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.